Event description:
As reported, a patient presented with a hard, swollen bump by the access site after the use of three 6-12f mynx control venous vascular closure device (vcd). It was investigated under ultrasound, and it seemed to the physician as if it may be lymphadenopathy. A culture was performed to rule out infection; however, antibiotics had been begun when the culture was taken. The patient was placed on antibiotics as a result of the reaction they experienced. There was no reported patient injury. Other procedural details were requested but were not provided. The devices will not be returned for evaluation.

Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown. As reported, a patient presented with a hard, swollen bump by the access site after the use of three 6-12f mynx control venous vascular closure device (vcd). It was investigated under ultrasound, and it seemed to the physician as if it may be lymphadenopathy. A culture was performed to rule out infection; however, antibiotics had begun when the culture was taken. The patient was placed on antibiotics as a result of the reaction they experienced. There was no reported patient injury. Other procedural details were requested but were not provided. The devices were not available to be returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. Lymphadenopathy refers to nodes that are abnormal in either size, consistency or number. It is commonly associated with infection, autoimmune disorders and/or malignancies. After an invasive procedure, there are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. However, a risk assessment and investigation have been initiated to further review similar complications reported.